Event description:
An infusion pump for service with a reported failure code 810:11. Information was provided regarding whether or not the failure occurred during an infusion. No reports of any pt incident involving this pump.